Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose results were 258mg/dl, 46mg/dl. Tests were done <10 minutes apart with a difference of 124%. Pt did not experience any adverse events. No further info has been reported.